Manufacturer narrative:
Product has not been evaluated yet. Product has not been returned; (B)(4) 2014.

Event description:
Per customer complaint documentation: the handle of 9 aspirex needles (B)(4) of the same lot (30019) came off during surgery when the surgeon was trying to remove the needle from the patient's bone. Apparently, only 2 of the 9 devices will be returned (subject to change).